Event description:
It was reported that while locking the 3rd magazine, there was an unusual cracking noise in the stapler. Perfect release (clamping and cutting). After that, the instrument would not open. Multiple use of the "reverse button". Instrument replaced intraoperatively to be on the safe side. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Not known was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient harm please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Dr. (B)(6). A manufacturing record evaluation was performed for the finished device lot/batch number, a9c21e, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4: batch # 244c13. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During the functional test, the jaws were closed. However, pressing the release bottom did not allow the jaws to open. No functional test was performed as the device would not open. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the link closure was not properly installed and was lodged under the pin clamping trigger, not allowing the device to open. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 244c13, and no non-conformances were identified.